Event description:
A complaint was received via a direct call to the emergency support program for cardiosave intra aortic balloon pump(iabp) regarding repeated gas loss alarms. No patient harm or injury was reported. A nurse reported intermittent gas loss alarms occurring 2¿3 times overnight and approximately every two hours thereafter. The issue was resolved each time by using the iab fill key. The caller confirmed no blood or discoloration in the helium tubing and that all connections were secure. The patient was on mechanical ventilation with peep 5 and was tachycardic with fever, which were reviewed as potential contributing factors. Instructions were provided on restarting therapy using the iab fill and start keys and to verify tubing integrity prior to resuming therapy.

Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes. Gas loss in iab circuit a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit when a cumulative shuttle gas loss exceeds a nominal 5 cchr dynamic limit a gas loss alarm is triggered the alarm activates only when the iab inflation period is 80 msec or greater and the deflation period is 250 msec or greater. Causes of gas loss in iab circuit pump system malfunction.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-type of investigation corrected field- h11. As reported by customer, esp member reviewed the nature of the alarm with marissa and explained how the above clinical factors could possibly trigger the gas loss alarm. Also, reviewed the process of using the ¿iab fill¿ and ¿start¿ keys to restart therapy should a gas loss alarm occur again and enforced that customer should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Additionally, esp team advised marissa to call back if the alarms continued more than 2-3 times per hour.

Event description:
N/a.